Event description:
A customer contacted beckman coulter inc. (Bec) regarding a higher than expected bhcg result above the normal reference range for one patient. Subsequent testing on the original instrument and an alternate instrument produced lower results within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in a lithium heparin plasma tube and centrifuged for 8 minutes at 3000 rpm in a swinging bucket centrifuge. Qc was performing within the customer's established ranges. A field service engineer (fse) went on-site (B)(4) 2011 and performed a routine system check and a high sensitivity system check and the high sensitivity system check failed the foam portion. Fse performed a preventive maintenance (pm) on the instrument after which a high sensitivity system check performed passed within the specifications of the assay. A 20 replicate precision test also passed within specifications. A clear root cause for the event could not be determined. The following mdrs have been submitted documenting results generated on different days at this customer's laboratory 2122870-2011-05435, 2122870-2011-05436.